Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is displaying "high" (message for reading over 600 mg/dl). This complaint is classified according to the documentation of the customer care advocate, as the patient refuse to provided any clarification during the follow-up phone call. The reported issue began two days prior. The patient reportedly had readings display "high." It is not clear what action the patient took as a result of the reported issue. However, the patient reportedly administered self-treatment with oral diabetes medication on the same day. The patient also noted that he obtained a blood glucose reading of "184 mg/dl" a onetouch ultra meter the same day. On the next day, the patient allegedly developed symptoms of "shaky and sweaty." It is not known what readings he obtained prior to and during the aforementioned symptoms. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the displaying high issue was not resolved. This complaint is being reported because the patient claimed he had symptoms that were suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.